Event description:
Information received that the head of bed was not elevating. No injury reported.

Manufacturer narrative:
Allegation received that the head of bed was not elevating. Technician inspected the bed and it was found to be working as designed. No repair necessary.